Manufacturer narrative:
(B)(4). Batch # r5a860. Device analysis: the analysis results found that the cdh21a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic radical gastrectomy for gastric cancer surgery,after fired, found the purse-string suture was not cut off. Used scissors to snip the suture. There were no adverse consequences to the patient.